Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection showed lower left front corner of the top case, bottom case and the right plunger case were cracked. A review of the pump event history log found check clutch error. Functional testing was performed, and the check clutch error was found during the occlusion test. The clutch halves and lead screw were found popping and slipping due to normal wear. The root cause of the problem was due to normal wear as the pump was over 15 years old. Replaced lead screw and clutch halves also replaced motor assembly for normal wear. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion exhibited plunger clutch error. No adverse effects were reported.